Event description:
26-november-2025: the abocath cracked during puncture could you share the batch number related to this event? - lot 4079634. Abocath cracked during puncture: - could you provide the number of affected quantities? - around 20 uns.

Manufacturer narrative:
A device history record review was completed for provided material number 38833514 and lot number 4079634. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. It is not possible to confirm that these defects were generated during manufacture, as if the products were damaged prior to puncturing, the product would not have been used. It is most likely that the incidents resulted from the use of the product. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd angiocath catheter cracked. The following information was provided by the initial reporter, translated from portuguese to english: what deviation did you find with the material? The bocath cracked during pulsation. Which part/component/part of the product is involved in the complaint? The catheter itself. Purpose of use: in which procedure was the material being or would it be used? General emergency procedures, there is no single exclusive procedure, varied, the administration of fluids intramuscularly. Medication/substance involved in the incident varied. In which situation was the deviation identified? During use on the patient/contact with the patient. Was there any damage to the health of the patient or the professional who handled the material? No. Was medical intervention necessary? No. Was surgical intervention necessary? No. Was there a need for impatient or prolonged hospitalization? No. Was there exposure to chemical/biological agents (regardless of the use of ppe)? No. Was there an accidental puncture with the needle? No. Did the event lead to death? No. Additional information received on nov 13, 2024. Abocath cracked during puncture: material number - 38833514, batch number - 4144806, date of event occurred - 19/10/2024 and caused harm to patient's health - no.

Manufacturer narrative:
E. Street address exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.